Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located near the inner shunt anastomosis site in a moderately tortuous and moderately calcified vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 20 atmospheres for several seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was good post procedure.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located near the inner shunt anastomosis site in a moderately tortuous and moderately calcified vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 20 atmospheres for several seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient condition was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: a mustang device batch # 27507519, 24 atm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm distal from the proximal markerband. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. (E1) initial reporter address 1: (B)(6).